Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolism was scheduled for inferior vena cava (ivc) filter placement prior to planned dental procedure. The right internal jugular vein was accessed and an inferior vena cavagram demonstrated a normal caliber suprarenal ivc, truncated infrarenal ivc and patent bilateral renal veins. The filter was deployed at the t11-t12 level without complication. Approximately two years six months post filter deployment, CT scan demonstrated findings suggestive of pulmonary embolus within the distal branches of the right lower lobe. Doppler ultrasound was performed which demonstrated partial deep venous thrombosis and superficial venous thrombosis involving the proximal left common femoral vein and proximal left greater saphenous vein with extension of the thrombus into the junction. Approximately three years eight months post filter deployment, CT scan demonstrated a suprarenal ivc filter with extensive subcutaneous tissue varicosities consistent with potential vena cava obstructive change. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, it can be confirmed the patient experienced pe after filter implantation; however, the origin and relationship to the filter has not been established. The medical records allege that a patient with heterozygous factor v leiden deficiency had a truncated ivc with tortuous collateral vessel draining into a probable left-sided ivc. It is unknown where the endpoint of this collateral is in relationship to the deployed filter. Therefore, based on the information provided within the medical records, patient factors may have contributed to the reported event; however, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 01/2013; 01/2010. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight months and three weeks of post deployment, the patient experienced right-sided chest pain, computed tomography of chest with contrast was performed which showed inferior vena cava filter was in a supra-renal position. Around, three months and three weeks later, computed tomography of abdomen and pelvis without and with contrast was performed which showed the inferior vena cava filter lies above the renal veins. The lumen appears patent, as there was contrast in the renal veins and at the level of the inferior vena cava filter. Traditionally, the inferior vena cava filter was placed below the renal arteries, as a filter above the renal arteries can predispose the patient to clot. Around, one year and five months later, computed tomography of chest with contrast was performed. Impression given: findings suggestive of pulmonary embolus within the very distal branches of the right lower lobe with underlying atelectasis and inferior vena cava filter in place. Around, six months and two weeks of post deployment, five views of lumbar spine was performed which showed there was an inferior vena cava filter with its superior tip overlying the t11 centrum and its inferior regions overlying the t12-l1 disc. Around, seven months and two weeks later, computed tomography of abdomen and pelvis without contrast was performed which showed there was a suprarenal inferior vena cava filter. The filter was completely above the renal veins in the intrahepatic portion of the inferior vena cava. The filter may have been placed abnormally proximal or may have migrated to its current position. Impression given: all of the legs of the filter have penetrated through the wall of the inferior vena cava. Some of the legs are in the pericaval/mesenteric fat. One of the legs has penetrated the duodenum. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ic). Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 01/2013), g3. H11: g1, h6 (device, method, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.